Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, upon interrogation, it was noted that the atrial lead exhibited loss of sensing and loss of capture. Fluoroscopy imaging confirmed that the atrial lead was dislodged and wrapped around the device in the pocket. Twiddling was mentioned as a potential cause of dislodgement, but it was not confirmed. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0cm. Analysis was normal. No anomalies were found.